Event description:
It was reported that a patient underwent a bilateral inguinal hernia repair on (B)(6) 2001 and mesh was used. The patient experienced a recurrent hernia on the right side. On (B)(6) 2010 a repair of the hernia was performed with a different mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-02338 and medwatch 2210968-2012-02339. The same patient is represented in each medwatch.